Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 107, multiple abnormal shutdowns) has been confirmed. As received, the monitor was contaminated. The cause for the failure was isolated to contamination in the battery connector. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was receiving service code 107 messages (multiple abnormal shutdowns).